Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad). The balance middleweight (bmw) guide wire was placed to protect the diagonal artery. The stent was advanced over the guide wire placed in the lad and was deployed; however, after deployment and during removal of the bmw, resistance was met and it was noted that the bmw was jailed behind the implanted stent. The bmw separated and the proximal portion was removed; however, the patient was taken for a surgical thoracotomy to remove the distal portion that remained in the anatomy. The wire was successfully removed and the patient had a full recovery. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
H6:medical device problem code 2017: failure to follow steps/instructions. The guide wire was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. It was reported that the bmw guide wire was not removed prior to stent deployment. Failure to carefully follow the hi-torque guide wires, instructions for use (IFU) warnings section of ¿do not¿ and ¿do¿, may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The IFU further states that if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It is likely the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the use error. The subsequent treatments including removal of foreign body and surgical intervention appear to be related to circumstances of the procedure, as it is likely that the balance middleweight (bmw) wire became lodged behind the stent, as resistance was noted, resulting in the reported entrapment of the device. Further manipulation of the guide wire during retraction ultimately resulted in the reported material separation at the core. The patient needed a thoracotomy to remove the distal portion of the wire that remained in the anatomy. The guide wire was successfully removed, and the patient had a full recovery. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - impact codes 4604, 4607 - removed. H6: medical device problem code 1528 - removed. H6: investigation conclusions code 4311 adverse event related to procedure was removed.